Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
Insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer received power system error. The customer stated they were able to clear the alarm and rewind the insulin pump. The customer stated the power error has been reoccurring. The insulin pump was not exposed to extreme temperature. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned insulin pump for an alleged pump error 25 found on (B)(6) 2022. Insulin pump passed displacement test, rewind test self test, active current measurement and sleep current measurement. Unable to perform the prime/seating test, basic occlusion test, force sensor test, and occlusion test, due to critical pump error (open book image) alarm. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2022 at 8:00, 8:10, 12:00, 12:32, 18:00, 18:46, 22:00, 22:20, 22:56 and (B)(6) 2022 at 2:00, 2:11, 2:46, 6:00, 6:46, 10:00 and 10:56. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was turned into a critical pump error (open book image). Unable to test the connector resistance on j6/pcba 1 critical pump error (open book image) isolated to the electronic assembly. Unable to redownload pump history files due to critical pump error 9open book image). The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, cracked case (battery tube), cracked case on corner of belt clip rails, cracked keypad overlay and minor scratches on lcd window. In summary customers alleged pump error 25 was confirmed. However, during testing the pump turned into a critical pump error (open book image) during testing. Critical pump error (open book image) confirmed and isolated to the electronic assembly. Unable to re-download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.